Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Images:the images attached in the journal article showed a peripheral artery disease with critical hand ischemia. From the few images returned it was not possible to find additional info about amphiprion deep used. The adverse event reported it no not directly connected to the amphiprion deep use. No malfunction of the device reported. Majority gender. Average age. Date of publication literature: outcomes of endovascular therapy for upper extremity peripheral artery disease with critical hand ischemia tomoi y., soga y., fujihara m., iida o., shintani y., zen k., ando k. J. Endovasc. Ther. 2016 23:5 (717-722) doi: 10.1177/1526602816659279. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A study was carried out between january 2003 and december 2013 to determine the outcomes of endovascular therapy for upper extremity peripheral artery disease with critical hand ischemia. 37 cardiovascular centers were included in the study. The analysis included 36 consecutive patients (mean age 65.7±10.3 years; 19 men) who underwent evt for de novo atherosclerotic pad in 40 upper limbs with chi. Patient baseline characteristics were hypertension, nonambulatory status, diabetes, hemodialysis, hyperlipidemia, smoking, chronic kidney disease, cerebrovascular disease, coronary <(>&<)> peripheral artery disease, heart failure, lower limb amputation, symptoms of rest pain, nonhealing ulcers and gangrene. The interosseous artery was patent in all patients, and 18 patients had isolated below-the-elbow disease. Thirteen (13) patients had an ipsilateral hemodialysis shunt. Stenosis was 94.1%±8.8%. During study, an amphiprion deep balloon was used to dilate lesion for at least 2 minutes. It is unknown how many procedures involved an amphiprion deep balloon. After pre-dilation some lesions received stents however upper limb lesions had balloon angioplasty alone. Thirty (30) days post-procedure, 3 patient deaths were reported. Of the three patient deaths, one death occurred 3 days after treatment with an amphiprion deep balloon. At later follow up, 3 patient sudden deaths were reported.